Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrial lead was surgically abandoned (capped) due to low lead impedance measurements (130 ohms) and the device was undersensing the p waves. The p waves were extremely small even at a 0.15 sensitivity and in unipolar pacing mode. Noise was also observed on both the atrial and surface electrogram. It was also reported the pt had chronic atrial fibrillation. The physician elected not to replace the right atrial lead due to the pt's condition. The lead was actively implanted for approx 11 years.